Manufacturer narrative:
No malfunction was alleged.

Event description:
A patient reported that he received a back injury (4 bulged discs and a bruised spinal cord) when the cot transporting him collapsed while being unloaded from the ambulance. The facility reported that there was no malfunction of the device. They were not able to provide any further information about the reported event as it is currently a legal case.

Manufacturer narrative:
The customer was able to provide the serial number of the device. Serial number, catalog number, and date of manufacture have been added.

Event description:
A patient reported that he received a back injury (4 bulged discs and a bruised spinal cord) when the cot transporting him collapsed while being unloaded from the ambulance. The facility reported that there was no malfunction of the device. They were not able to provide any further information about the reported event as it is currently a legal case.